Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and port a is damaged. There was a relationship found between the returned device and the reported incident. Functional testing could not be performed on port a due to damage. The complaint was confirmed and the root cause has been determined to be damage to port a. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up the port a of the dii controller was not accepting shaver handpiece plug-in. Procedure finished with same device, port b was used. No surgical delay or injury to patient reported due this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.